Event description:
It was reported that a fox plus balloon was flushed and prepared according to the instructions for use. During a heavily calcified, mildly tortuous, right, external iliac artery interventional procedure, during pre-dilatation a fox plus balloon dilatation catheter (bdc) was advanced, crossed an unspecified previously implanted stent, and met resistance with the heavily calcified vessel. The fox plus bdc crossed the lesion and the balloon was inflated to nominal pressure when a balloon rupture was noted. The fox plus bdc was removed without difficulty and a non-abbott bdc was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - due to advanced against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the fox plus percutaneous transluminal angioplasty catheter instructions for use states: do not advance the fox plus pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the information reviewed, there is no indication of a product deficiency.